Event description:
Healthcare professional reported unknown side "tissue expander damage during water injection". Device was not implanted.

Event description:
Healthcare professional reported unknown side "tissue expander damage during water injection". Device was not implanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation was received on jul 19, 2022. With lot number 3501320. Visual analysis of the returned device identified: broken shell, part of the shell is missing. Leak test was performed and found opening on radius side. A microscopic analysis was performed which identify a striated edge opening. Based on the device analysis the final assessment is: - a striated edge broken on radius side assessed as surgical damage. - missing shell assessed as inconclusive.

Event description:
Healthcare professional reported unknown side "tissue expander damage during water injection". Device has been explanted. Surgery was completed with replacement device.

Event description:
Healthcare professional reported unknown side "tissue expander damage during water injection". Device was not implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported unknown side "tissue expander damage during water injection". Device was not implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, d1, d2, d4, h1, h3.

Event description:
Healthcare professional reported unknown side "tissue expander damage during water injection". Device was not implanted.